Event description:
It was reported that a 42 yo patient, who had tha¿s on both hips on different dates, underwent a revision procedure on the left hip approximately 1 year 9 months post the initial procedure. The reported information indicated there was notification of wear and tear and comprehensive follow-up for patients treated surgically and experiencing problems with the implanted materials. Hospitalization required, need for intervention to prevent injury or permanent disability, physical, emotional, social, and work-related impact was also reported. The report stated the acetabular component in both hips remains implanted. No device images or x-rays were provided. No further information.

Manufacturer narrative:
D10: 01-034-05-5044, universal cup, pressfit, 3 covers, ha, 50mm - 44. 01-033-03-4436, universal cup liner, delta, 44mm - 36. 01-032-03-3694, universal cup, head, delta, 36mm, -4. 01-034-05-4639, universal cup, pressfit, 3 covers, ha, 46mm - 39. 01-033-03-3932, universal cup liner, delta, 39mm - 32. 01-032-03-3294, universal cup, head, delta, 32mm, -4. 01-032-03-3200, universal cup, head, delta, 32mm, +0. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.